Event description:
The customer tested his blood glucose and received a reading of 147 mg/dl using his contour meter. He retested using another meter and received a reading of 68 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot. He ended the call before any more info could be obtained. No product will be returned.

Manufacturer narrative:
A meter serial number was not provided, so it was not possible to determine a manufacture date.